Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4). Product type: extension: product ID 3095-10, serial# (B)(4). Product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. All the setscrews were able to be ti ghtened down on the extensions. No movement was observed when attempting to pull the extensions out of the ports. The extensions held firmly in place. Analysis of the extensions (serial #s (B)(4)) found no anomalies.

Event description:
It was reported that the patient had pain in their device pocket. It was stated that the pain was not related to stimulation. The patient was then scheduled for a repositioning procedure. During the procedure it was noticed that the extension plugs were not being held by the connector port, although the set screws were properly tightened. The device was therefore explanted and replaced. It was further reported that impedances were greater than 4,000 ohms on program 1. The patient's status was listed as no injury and no adverse event. No patient symptoms were reported in relation to the event. No additional information was reported. If additional information is received, a follow up report will be sent.